Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cracks in casing near reservoir housing as well as scratches on screen making it difficult to see the display. Customer¿s blood glucose level was unknown. Customer also stated that new batteries were rejected, making louder sound during rewind and was getting random no delivery alarms. Customer declined troubleshooting. The insulin pump was not returned for analysis.

Manufacturer narrative:
Insulin pump received with scratched lcd display window noted. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test. A21 error test, off no power test and all operating currents test. No unexpected low battery alarm were noted.(B)(4).